Event description:
When the unit was set for a 10 sec exposure, the unit would radiate longer than 10 secs as long as the operator holds their finger on the button. After the finger was taken off of the button, the x-ray stops but the audible signal continues. No pts were reported to be involved. This report has been forwarded to the MFR for investigtion.